Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. A technical summary written by edwards lifesciences was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the are several factors that alone or in combination could have contributed to the ventricular malposition of the valve, i.e. Patient factors (narrow stj, mild native annulus calcification) and procedure factors (possibly undersized valve, deployment balloon expanding at the distal end first and pushing the valve toward the lvot). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the edwards (B)(6) affiliate, during the transapical tavr procedure the sapien xt valve was deployed too ventricular, with resulting native leaflet overhang. The leaflet overhang did not result in central ai; however, the leaflet tips could be seen ¿flapping¿, therefore a second valve was prepared and deployed in a more aortic position to prevent migration. The second 26mm sapien valve was deployed well, giving an excellent result and no paravalvular leak. The patient¿s native annulus measured 24mmx28mm by CT, with an area of 560 mm2. The native annulus was mildly calcified and the leaflets were severely calcified. The image intensifier angle and coaxial alignment of the delivery system and valve were reported as good, ventilation was not held and there was no loss of pacing capture during valve deployment. The ventricular malposition of the valve was reported as possibly being caused by the deployment balloon expanding at the distal end first and pushing the valve toward the lvot. It was also noted that the stj was narrow, only 23mm.